Event description:
Patient was moving the power wheelchair and driving in the forward position. The switch was faulty and caused the patient to move forward and hit a table.area rep came in to check the chair and found that it was operating normally. Connections were checked, normal; programming checked, normal and set for a person learning to drive with a asl head array driver control. Batteries checked and were within normal operating condition. Electronic codes reviewed by rep with invacare technical service department and nothing out of the ordinary was found.device #1is this a laboratory device or laboratory test?no.